Manufacturer narrative:
Patient information was unavailable from the site. The archive used in the procedure was sent to medtronic for evaluation. The tracer registration was reported to have gone around the eyes and the probe was lifted off the anatomy during the registration. The scan was also found to not be to protocol as the forehead and ears were cut out.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when going deeper into the anatomy. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was between 3-4 millimeters. There was a reported delay to the procedure of between ten to fifteen minutes due to this issue.